Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event with a measured blood glucose of 70 mg/dl and corrected the value with oral glucose in the form of juice; troubleshooting and education were completed, and the cause was unclear. Symptoms included no reported clinical manifestations. Outcomes included resolution of the low glucose without hospitalization or long-term impact. Investigation included complaint intake review and user counseling on low glucose management. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event characterized as hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.